Event description:
It was reported that the right ventricular lead was explanted due to out of range impedance and an apparent lead fracture. No patient complications have been reported as a result of this event.